Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the medium-large clip applier instrument was unable to completely close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the medium-large clip applier instrument tip was unable to close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additionally, the instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. A result, the clip could not be properly released from the grips. The root cause of this failure is attributed to mishandling/misuse. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.